Manufacturer narrative:
While troubleshooting on the phone with dario's representative, the user tested his dario meter with control solution. The meter read within range for both tests. Control solution level 1 test results was 150 mg/dl (range 108-155 mg/dl) control solution level 2 test results was 250 mg/dl (range 186-267 mg/dl) following the dario representative's question, the user stated that he didn't have another cartridge of strips with a different lot number to perform additional tests. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 23rd, the user contacted dario to report that he performed a control solution test in order to verify the accuracy of his dario meter and test strips and the results that he received were out of range.